Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 36-year-old male with cardiomyopathy was on an impella 5.5 for support for approximately one month when it was decided to add impella rp flex pump support. After three days on the impella rp flex pump, high purge pressure alarms started and the decision was made to explant the impella rp flex due to ongoing purge pressure high alarms. Extracorporeal membrane oxygenation support was placed when troubleshooting with tissue plasminogen activator failed. There was no report of harm to the patient.

Manufacturer narrative:
Data logs show that 57 hours into support there is a sudden 3min rise in high pressure purge (hpp) with drop in purge flow. At the time it begins to rise, there is a mc spike, upwards shift in ps, drop in flow, and slight speed deviation (without p-level change); this is indicative of biomaterial ingestion. There are hpp and purge system blocked alarms. Pp remains elevated for 8hours before decreasing over 8 hours (likely due to tissue plasminogen activator (tpa) being run). There is a second rise in pp over 3 min with a mc spike and drop in flows. It remains high but with numerous dips and spikes in pp retriggering the alarms. The pump is removed without the hpp resolving. Biomaterial was found on the returned product wrapped around the impeller and purge gap. When run in a bucket in the lab there was a moment of low pump flows with higher pp (no alarms), but was quickly resolved as the pump ran and some biomaterial was expelled and caught in the outflow cage. Hpp was not reproduced in a bucket in the lab at p-9. There was still a significant amount of biomaterial on the pump after it was run. The root cause of the high purge pressure was likely biomaterial. D9 added date device returned to manufacturer g1 reporting contact fax number missing